Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jul-2019 the following findings: during investigation, the complaint regarding occlusion was reported on (B)(6) 2016. Due to continuous use the data for (B)(6) 2016 has been overwritten. The black box contains dates from (B)(6) 2016 to (B)(6) 2019 with no evidence of occlusion. Additionally, the display is dim and faded with red hue. Battery compartment is cracked from threads to case seal along grip pad. Cartridge compartment is cracked at threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.